Event description:
It was reported that the buttons on the insulin pump are unresponsive, and there are lines across the display screen. Customer's blood glucose level at the time 111mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The device had cracked case at display window corner, broken battery tube threads, cracked reservoir tube, broken reservoir tube lip, minor scratched display window, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.